Event description:
A hospital reported high readings on their precision xtra blood glucose meters when compared to laboratory readings. Each of the comparisons were plotted on a parkes error grid. Readings of 9.9 mmol/l and 4.4 mmol/l were obtained within a ten minute timeframe on a meter with (B)(4). These readings fell in the 'c' zone showing the difference to be clinically significant. All other comparisons fell in the 'a' and 'b' zones, showing the difference in values to not be clinically significant. Meter (B)(4) has been requested for investigation. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
(B)(4). Customer returned precision xtra blood glucose meter (B)(4). The complaint was not confirmed and no new issues were observed. All results were within range specification, and no errors or other issues were observed during control solution testing.